Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the atrial lead exhibited undersensing, which lead to the device delivering inappropriate shocks. The lead sensitivity will be reprogrammed, and the device and lead remain in use. No further patient complications have been reported as a result of this event.